Event description:
It was reported that the user unintentionally navigated to the fill tubing screen during an infusion site¿only change while still connected to the infusion set and tubing, but did not press and hold to deliver insulin; troubleshooting and education were provided, and there were no alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities and no hospitalization. Investigation included complaint intake review and user education on correct navigation to the fill cannula function after a site change. Investigation of this case revealed user error related to device use and procedure, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to use error during menu navigation.